Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The pt experienced withdrawal since (B)(6)2010. The medication delivered via the pump was not reported. The pump was replaced (B)(6)2010.